Event description:
Total right knee replacement due to arthritis. "Pot hole" shown on x-ray where bone disintegrated. Zimmer nexgen used. Intense swelling all through rehab which has lasted along with pain for four years in knee. Suspect faulty prosthesis or allergic reaction to components.

Event description:
Add'l info rec'd from MFR 2/15/05: the catalog numbers of the devices were not reported. The lot numbers of the devices were not reported. MFR has not submitted a medwatch report for this event. The event description section of the voluntary report does not report a serious injury had not resulted in medical/surgical intervention. No add'l info is available to zimmer. If add'l info and/or the devices become available, MFR will review this info to determine whether a medwatch report should be submitted.